Event description:
It was reported that there was bleeding requiring additional surgery. Four iceforce 2.1 cx 90 degree needles were selected for use in a kidney cryoablation procedure. Imaging was performed throughout procedure, and there was no evidence of bleeding. At the end of the procedure, active thaw was performed for 6 minutes. All four needles were removed. A post scan revealed bleeding. An additional post scan was performed, which confirmed excessive renal bleed, and the patient was hypertensive. The patient was transferred to the operating room for surgical removal of the kidney. The kidney was removed due to too much trauma and blood loss. The patient was admitted to intensive care. It was unknown whether the devices or procedure caused or contributed to the adverse event.

Manufacturer narrative:
D3 - manufacturer address 1: tavor building 1, industrial park, d3 - manufacturer zip/postal code: 2069203, g1 - MFR site address 1: tavor building 1, industrial park, g1 - MFR site zip/post code: 2069203. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but the device was discarded. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.